Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-10011. The patient is implanted with an scs system which includes the ipg and two lead extensions from the same lot ((B)(4)). It was reported, the patient lost stimulation. It was identified that the lead extensions pulled out of the ipg header. During the surgical procedure to resolve the issue, the physician was unable to reinsert one of the lead extensions. It was noted that even with considerable force, the last contact could not be inserted without risking damage to the device. In addition, the physician reported observing fluid leaking through the screw hole. The physician elected to explant and replace the ipg and both lead extensions. Effective stimulation was achieved post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.